Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/10/2014 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump operation, alarms, or issues. The battery compartment and cap were undamaged and interacted appropriately. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a no-power issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.